Event description:
As reported, this information was reported from a clinician's meeting of alteon users. No other information was provided. There was one revision reported, there were no lucencies, but patient experienced pain. Surgeon noted the stem was undersized when he tried to match sizes with the contralateral hip. The surgeon doesn¿t fault the device. No patient data made available.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that upon review, there is no allegation against the device as the reason for revision was pain. Based on the assessment provided by the surgeon, there is no allegation of deficiency against the device. The most likely cause of the reported event is the surgeon¿s choice of femoral stem at this time of the initial procedure.